Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) observed vertical blue line going from the top to the bottom of the screen. Fse replaced the display and labels to replace the screen. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
During a scheduled preventive maintenance the service representative observed the pump's upper screen was found to have a vertical blue line going from the top to the bottom of the screen. This line did not affect the operation of the pump or make any part of the screen unreadable. No patient involvement. No adverse event reported.